Manufacturer narrative:
(B)(4) - the device in question was returned for an evaluation. That evaluation confirmed the complaint for the joystick smoking and determined the underlying cause of the issue to be a c45 failure on the pc board.

Event description:
When turned on the chair and the joystick was smoking.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
When turned on the chair and the joystick was smoking.